Event description:
It was reported that a malfunction alarm occurred with the pump, specifically receiving an error 8-0x208a. There was no reported adverse impact to the customer's blood glucose level. The customer attempted to restart the pump, but the malfunction persisted, leading to a lack of access to the pump. The customer reverted to an alternate method of insulin therapy.